Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. The patient underwent revision surgery on (B)(6) 2016, to excise the excess skin and replace the abutment.